Event description:
It was reported that the patient's s1 lead migrated. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.